Manufacturer narrative:
Corrected b5 narrative: a facility reported that before a procedure, when the end user started screwing a cartridge onto the cryosolution pen/ cryosolutions set with 1 cartridge/1mm tip (33510), gas spilled out and froze the user's hands. The user experienced redness and tenderness to hands. Observation of the user was performed. No further user outcome was reported. Updated h10 narrative: the suspected cryosolution pen/cryosolutions set with 1 cartridge/1mm tip (33510) was not returned to the manufacturer; therefore, an evaluation of the device could not be performed. Device history record (DHR) was reviewed, and no abnormalities related to the reported issue were identified. A definitive root cause cannot be determined. Per the product supplier, a damaged poorly seated o-ring may allow gas to escape when installing a new cartridge. The product serial number indicates a manufacture date of 2018. Wear or damage to the o-ring may have occurred over multiple years of use. Gas can also escapee if a new cartridge is installed incompletely. The cartridge must be screwed in quickly and completely. Protective gloves must always be worn when handling cryosolutions products. Corrective and preventative action was opened to investigate the issue of providers being burned by cryosolutions. Trends will be monitored for this and similar issues. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
N/a

Event description:
This report is 2 of 2 for the cryo-pen used during this event and is linked to mfg number 3014334038-2024-00037: a facility reported that before a procedure, when the end user started screwing a cartridge onto the unspecified cryo-pen, gas spilled out and froze the user's hands. The user experienced redness and tenderness to hands. Observation of the user was performed. No further user outcome was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. E1: full name of reporting facility is (B)(6) clinic.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected field: h1 (h1 of follow-up 1 was mistakenly reported as malfunction).